Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician attempted to treat a 99% stenosed lesion located in the calcified, moderately tortuous proximal lad (left anterior descending) artery with a 3.00x18mm taxus liberte stent. The taxus liberte was unable to cross the lesion. The device was removed from the patient, at which point it was noted the distal edge of the stent was flared. The lesion was then pre-dilated with another manufacturer's balloon and the procedure was completed successfully with another taxus liberte stent. There were no reported patient complications. The patient status is listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).